Event description:
It was observed during the device inspection, that the video system center exhibited a noisy image due to a defective printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 01/jul/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. Based on the results of the investigation, that [image was noisy] occurred due to (dp) printed circuit board failure. Olympus will continue to monitor field performance for this device.